Manufacturer narrative:
It was a reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced pericardial tamponade (CT) that required surgical intervention and prolonged hospitalization and the patient ultimately passed away. It was reported that during the case, the physician discovered and confirmed a pericardial effusion via intracardiac echocardiography (ice) with a soundstar catheter. Pericardiocentesis was performed on the patient for medical intervention; however, they did not know the amount of fluid that was removed from the patient's body. The last they heard of the patient's status was that they were not stable and were going into the operating room (or) for surgery due to the injury. They stated that a soundstar catheter, a vizigo sheath, an optrell catheter, a stsf catheter, and a webster cs were used in the procedure. The soundstar and the vizigo are not available for return however the stsf, the optrell, and the webster cs are available for return. The adverse event was discovered after mapping and ablation of this procedure (idiopathic vt). The physician noted an effusion on ice images. The physician¿s opinion on the cause of this adverse event was that it was possible (coronary sinus) cs perforation, patient condition/comorbidities. The physician placed a pericardial drain, patient was taken to or for surgical intervention. The patient date of death was (B)(6)2023. Patient was not able to recover after surgical intervention. Family decision to terminate care. Patient required extended hospitalization because of the adverse event as patient was transferred to or then ICU after surgical intervention. Generator information was smart ablate system; ref m490002; sn (B)(6). All force visualization features were used (graph, dashboard, vector, visitag). Visitag module was used, parameters for stability used was time. No additional filter used with the visitag. Color options used prospectively was time. Transseptal puncture performed with an abbott brk transeptal needle. Prior to noting the pericardial effusion (pe) or CT ablation was not performed. No evidence of steam pop. The event occurred post ablation. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 25-jul-2023. In physician¿s opinion, the cause of death was cardiac tamponade. After a pericardial drain was placed, the patient was transferred to the or for surgical intervention and extracorporeal membrane oxygenation (ECMO). The patient was then transferred to ICU. The patient developed complications after surgical intervention and ECMO related to anticoagulation. The family decided to not pursue further aggressive treatment and intervention. Patient expired without recovery. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation on 19-jul-2023.the product investigation was completed on 25-jul-2023. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31049529l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was that it was possible cs perforation, and patient condition/comorbidities. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced pericardial tamponade (CT) that required surgical intervention and prolonged hospitalization and the patient ultimately passed away. It was reported that during the case, the physician discovered and confirmed a pericardial effusion via intracardiac echocardiography (ice) with a soundstar catheter. Pericardiocentesis was performed on the patient for medical intervention; however, they did not know the amount of fluid that was removed from the patient's body. The last they heard of the patient's status was that they were not stable and were going into the operating room (or) for surgery due to the injury. They stated that a soundstar catheter, a vizigo sheath, an optrell catheter, a stsf catheter, and a webster cs were used in the procedure. The soundstar and the vizigo are not available for return however the stsf, the optrell, and the webster cs are available for return. The adverse event was discovered after mapping and ablation of this procedure (idiopathic vt). The physician noted an effusion on ice images. The physician¿s opinion on the cause of this adverse event was that it was possible (coronary sinus) cs perforation, patient condition/comorbidities. The physician placed a pericardial drain, patient was taken to operating room for surgical intervention. The patient date of death was (B)(6) 2023. Patient was not able to recover after surgical intervention. Family decision to terminate care. Patient required extended hospitalization because of the adverse event as patient was transferred to operating room then ICU after surgical intervention. Generator information was smart ablate system; ref m490002; sn (B)(6). All force visualization features were used (graph, dashboard, vector, visitag). Visitag module was used, parameters for stability used was time. No additional filter used with the visitag. Color options used prospectively was time. Transseptal puncture performed with an abbott brk transeptal needle. Prior to noting the pericardial effusion (pe) or CT ablation was not performed. No evidence of steam pop. The event occurred post ablation. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure.